Event description:
It was reported that during the implant procedure, the physician reported high impedance, greater than 2500 ohms. Psa leads and cables were changed, but had no effect. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): device returned but no anomalies were found.